Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of one device. The visual inspection of the cartridge noted it was received fully applied. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, intra-operatively in a laparoscopic cholecystectomy, during the ligation of the cystic duct, the device's inner and outer layer of the clip separated. There was issue with the clip or clip cartridge. The clip was not able to form correctly. They used another device to complete the case and resolved the issue. The patient was alive with no injury.